Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed. Doctor indicated he drained choroidals and believes this patient will progress positively as the pressure is stable now. The valve was not explanted and is not available for evaluation. The IFU was reviewed and it includes choroidals as a known complication and adverse reaction.

Event description:
Doctor experienced a 5 to 6x increase in flat chambers and choroidals over the last 1 month with ahmed's having iop's in the mid to lower single digits -low iop. Choroidals persistant at 2 mo iop at 7 mmhg. Iop stable at 7, but not high enough to resolve choroidals. Dr. Brubaker drained choroidals and believes this patient will progress positively as their pressure is stable now.